Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. The field service engineer (fse) verified the issue and confirmed that communication was not occurring. Upon inspection, it was discovered that the firewall was active. The firewall was deactivated, and the device was rebooted. The duplex speed was adjusted as part of the corrective actions. The device was tested in the hardware test application, and the customer was able to perform an inventory successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device was not communicating. Customer restarted several times but failed. User checked the device inremote smart service the station was offline. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.